Event description:
Add'l info rec'd about this event showed that two days following the surgical thrombectomy, an above the knee amputation was performed. The pt was reported to be in stable condition following the procedure.

Event description:
The duett sealing device was deployed following a diagnostic procedure, via a 7 fr sheath in the right common femoral artery. The pt experienced leg pain and absent pedal pulses. An angiogram was taken of the right leg. A vascular surgeon was consulted and the pt underwent a surgical thrombectomy. During the surgical intervention the surgeon found dissection of the right iliac artery and common femoral artery. The angiogram showed chronic occlusion in the artery, and the lower leg and superficial femoral artery were fed by collateral circulation. The event was resolved and no further complications were reported.